Manufacturer narrative:
Results: the canister lid was not properly sealed on the canister body. Conclusions: evaluation of the returned canister revealed that the canister lid was not properly sealed on its body. This damage likely contributed to the inability to aspirate properly during the procedure. The returned canister was covered with blood; therefore, functional testing could not be performed. Penumbra canisters are 100% visually inspected and functionally tested by the supplier. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra engine canister (canister) and a penumbra engine (engine). During the procedure, it was reported that the engine did not aspirate properly and only one indicator light was illuminating. The canister was re-installed; however, no improvement was noted. Therefore, the canister was removed. The procedure was completed using a new canister and the same engine. There was no report of an adverse effect to the patient.